Event description:
Caller reported an occlusion alarm. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.